Event description:
It was reported that during an implant procedure, the screw would not extend on either lead. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The helix was distorted/bent and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was damaged at implant. (B)(4): the full lead was returned and analyzed with no anomalies found. The helix was distorted/bent and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was damaged at implant.